Event description:
The customer allegedly received the following results, with two different aviva meters, within 10 minutes: 179 mg/dl (system 1) and 45 mg/dl (system 2). The same strip vial was used for both results. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.